Event description:
It was reported by the customer that the "powerpicc solo provena triple lumen piccs are kinking." They state this is not happening on the non-solo triple lumen provena piccs. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.